Event description:
Patient underwent a mitral valve replacement in 2006. During the procedure, the coronary sinus balloon catheter continually lost volume. The catheter was in the coronary sinus deep enough so that the physician was able to deliver retrograde cardioplegia throughout the case. The coronary sinus pressure remained lower than normal during delivery of cardioplegia at 140ml/minute and a line pressure of 200 mmghg. Physician was unable to aspirate volume from the catheter although he added 1/2 cc sterile saline two times during the case. The case was successfully completed. There were no adverse patient consequences. After the case the physician placed the tip of the catheter in water. The balloon was inflated with air. A trail of air bubbles was noticed at the distal point, where the balloon is attached to the catheter.